Manufacturer narrative:
Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). Device was used for treatment, not diagnosis. Placeholder.

Event description:
It was reported that a cortex screw broke during surgery. The surgeon was performing a left skull base reception and orbital compression surgery and while screwing in the cortex screw, the screw head broke off. The base of the screw remains in the patient¿s bone. Surgery was successfully completed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: one broken screw was received with the subtask associated with this complaint. No lot number was provided. The threaded portion is broken off just below the head. The total length is 1.85mm. Normal part length is 6mm. The top of the head is in good condition as are the cross slots. The bottom of the head has a small mark extending from the shaft to the band. The thread is broken off at the first thread (not a full thread). The thread that remains is damaged. Due to the type and extent of damage incurred, and also because no lot number was provided, a finite analysis could not be made. This complaint is judged to be indeterminate from a manufacturing standpoint. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Additional narrative: a product development evaluation was conducted on the product received. The tip and most of the shaft of screw is completely missing. The screw broke about 1-2 threads from the head. The broken edge of the shaft is twisted as would be expected for a screw that broke from torsion. There is minimal damage to plus drive slots. Measured head diameter is about 2.38mm, shaft diameter is about 1.29mm and the remaining length is 1.86mm. Screw appears to be anodized gold. From the measured dimensions and color, it appears the screw is 1.3mm ti cortex screw from the 400.623 part family. The exact part number cannot be determined from the returned device. Drawing 400_623 rev. J was reviewed. The condition of the screw suggests that the screw broke during insertion as stated in the complaint condition. No radiographs or information relating to the patient's bone density were provided for this complaint. Inserting screws into dense cortical bone can result in increased insertion torque and cause screw failure. Screws are self-tapping and can only be used in conjunction with a drill bit. 1.0mm drill bits are provided with 1.3mm screws and are color coded yellow for the 1.3mm system. Inserting screws with an incorrectly sized drill bit can result in increased insertion torque and cause screw failure. Because there is not enough information to determine the exact cause of failure for the device, this complaint is indeterminate from a design perspective.